Event description:
On july 24, 2007, abbott point of care was notified that a customer reported a hematocrit result discrepancy that occurred on five days earlier. The customer was unable to identify which cartridge lot was in use. A hematocrit result of 22% pcv was obtained from the I-stat system. Ten minutes later, another sample was tested on this patient and the hematocrit result was 25% pcv. Since these results were considered to be not compatible with the patient's clinical situation. Both samples were retested on a different system. The repeat hematocrit results were 36% pcv for both samples. No treatment was administered based on the I-stat hematocrit result of 22% pcv. The patient was taken to surgery based on the result from the different system.